Manufacturer narrative:
No product was returned or pictures provided, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the pin fractured in the glenoid and was left in the patient. This did not cause a delay the case. The pin was fractured inside the base of the glenoid during reaming for the modular post and did not hinder the placement of the 3 pegged implant. The surgeon decided it would do more harm than good chasing the fragment. Attempts have been made and additional information on the reported event is unavailable at this time.